Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure chest pain and shortness of breath occurred. The target lesion was located in the mid saphenous vein graft (svg) to the obtuse marginal (om) with 75% stenosis and was 36.0 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with direct stent placement using a 4.00 x 38 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 184 days post index procedure, the patient presented with chest pain and shortness of breath. The next day a coronary angiography revealed 75% in-stent restenosis in the svg of the om. The patient underwent a target vessel revascularization of the target lesion with stent placement and 0% residual stenosis. A new lesion in the right coronary artery was also treated with stent placement. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).